Manufacturer narrative:
Medical safety review of the event noted large hematoma at femoral access site requiring intervention is serious injury for the impella cp; there was escalation of care to impella 5.5 and adverse events occurring (that includes possible sepsis) contributed more to the patient¿s demise. There is not enough evidence to exclude the impella 5.5 device used as an associated factor to the patient's outcome. Refer to manufacturing report number 1220648-2025-28780 for the impella 5.5 medical device report. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported that a patient in an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device for mechanical circulatory support, escalated to an impella 5.5 device and experienced a hematoma at both access sites with persistent bleeding. The patient would subsequently expire. The patient presented with chest pain and left heart catheterization revealed multi-vessel coronary artery disease and elevated end diastolic pressure. The decision was made to place impella cp via the right femoral artery, which was successfully completed. The patient was placed on p-6 support level, noted to be hemodynamically stable awaiting life flight for transfer to a higher level of care facility and cardiovascular consultation. Approximately, 16 days later, the impella cp device was explanted; the patient was escalated to an impella 5.5 via the left axillary artery for escalation in therapy. Following, a large hematoma to left chest wall encompassing entire pectoral and shoulder areas and extending to left upper arm had developed. A right femoral hematoma as well had developed at site of impella cp explant. Hemostatic agents were used in the pockets while in the operating room and long periods of manual pressure were also applied. Four "jumbo" platelets were given while in the operating room and as well protamine was administered. The patient was continued on therapy with the impella 5.5 with possible sepsis indicated approximately six days later. The next day, there was no cough, no gag, pupils unreactive, and hemodynamics were declining. The patient would expire the following day; care was withdrawn.